Manufacturer narrative:
Review of the prismaflex hf1000 set device history record and complaint history files could not be performed since the involved lot number was not known. The prismaflex hf1000 set was discarded and not available for inspection. The device was used off label; instructions for use advises that the prismaflex hf1000 set must be changed after 3 days (72 hours) and/or the maximum process volume of blood (780l) whichever occurs first. The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number. .

Event description:
A pediatric patient had an estimated blood loss of 165 ml when the effluent pump segment of the prismaflex hf1000 filter set ruptured. The patient was not symptomatic and did not require any medical intervention as a result of the blood loss. The hf 1000 filter set was in use for 11 days at the time of the incident which is significantly beyond the maximum use period specified for this product specified in the instructions for use.